Event description:
When using the trial stem at the end of a tibial broach, it became undone in the tibial canal resulting in a 30 minute delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.